Event description:
It was reported that pump screen went blank unexpectedly, led was not blinking, and pump needed to be plugged into power to turn back on. Customer experienced a blood glucose (bg) level over 400 mg/dl with ketones (size is unknown). Customer went to emergency room, was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.